Event description:
It was reported that the 8110 device failed preventive maintenance for split nut close test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage fpc, front cover, rear case, left handle, barrel clamp, and left/right iui. A review of the device history record showed the device had a manufacture date of 09/29/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to failed split nut closed test of the carriage fpc 8110/8120. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the 8110 device failed preventive maintenance for split nut close test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the 8110 device failed preventive maintenance for split nut close test. No additional information was provided. There was no patient involvement.